Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared and insulin delivery was resumed successfully. Additionally, it was reported that the intermittent cartridge alarms occurred during insulin delivery. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was approximately 200-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.